Event description:
It was reported the pt was near a magnetic field which caused a motor stall. The motor stall was confirmed in the event logs; but no motor stall recovery was recorded. No symptoms or outcome were reported. Additional info has been requested, a f/u report will be submitted if additional info becomes available.